Event description:
The customer reported that the ventilator shut down and alarmed, and then would not power on again. The customer reported the unit was in use on a patient and there was no patient harm. The unit was returned to the manufacturer for evaluation. Manufacturer evaluation confirmed the unit would not power on as reported by the customer. Initial analysis revealed a shorted transistor resulting in a loss of 12 volts. A loss of 12 volts during operation will result in the unit shutting down with an active alarm, and it will prevent the unit from starting up.